Event description:
New urinary catheter placed on pt overnight by urology md. ~ 1500, urinary catheter not draining urine, previously had been draining without issue. Upon assessment of urinary catheter, urinary catheter became dislodged. Tip of urinary catheter noted to have slits/holes. Urology md notified and at bedside to replace. Per md [redacted] request, rn attempted to inflate balloon with saline. Immediately saline did not inflate balloon due to holes in tip. Foley was a 14fr.